Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to an upgrade procedure. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was a connector issue. The distal conductor was distorted and had a fracture (overstress). All conductors had blood/body fluid (not obstructed). The outer insulation was breached (clavicle rib crush), had a breached cut, and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis revealed intermittency between the connector pin and cap. Evaluation summary (B)(4) connector other (B)(4) full lead.